Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device failed self-test for defib and pacer functions. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was observed during review of the device data logs. However, the device was put through extensive testing including functional testing, impedance calibration, defibrillator/pacer stress testing, bench handling, and defibrillator cycling. The device successfully charged and discharged at all selected energy levels. The pd engine (processor/bridge/pace board, ECG board, and defibrillator monitor flex cable) will be replaced as a precaution. The boards were scrapped after testing. The device will be recertified and returned to the customer once the repair estimate has been approved. Analysis of reports of this type has not identified an increase in trend.